Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient's native valve circumf erence measured 72.4mm. A pre-implant balloon (unknown manufacturer) aortic valvuloplasty (bav) was performed. Following the bav, the deployment starting point was at the bottom of the pigtail catheter. When the transcatheter valve was deployed to 80% and at the point of no recapture, the "fixation was not good" and the valve dislodged. The patient anatomy contributing factor to the dislodgement was unknown. No post-implant bav was performed due to conversion to a non-medtronic valve at the time of deployment. The valve was withdrawn from the patient and replaced with a non-medtronic valve. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.